Manufacturer narrative:
Product ID: 3986a70, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3986a70, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient felt that the leads were put cervically, while her pain was in her shoulder blade. The rep was unsure how often, but attempts at reprogramming were made. The rep reported the patient stopped going to their appointments, did not meet their new doctor at appointment in 2015, and they stopped returning calls. The patient's pain not being covered was not resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's system doesn't work (lack of efficacy). The patient left the rep a text that stated "when the ins was implanted it was put in the wrong place". The patient stated they tried for months to get it adjusted to cover their pain, but it never did. After 6 months the patient turned it off for good. The rep called the patient today, and it was difficult to get the issue, the patient hasn¿t used the device in over five years, they did not say they wanted it explanted, just said that she still has pain. No further complications were reported. No additional patient symptoms were reported.